Event description:
The customer reported that the 840 ventilator was inoperative. There was no pt involvement. The covidien technical support engineer troubleshot this issue with the customer over the phone. The customer reported to have verified the malfunction but no service to be done to the vent at this time. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).